Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly. Performed a manual test to remove the reservoir's plunger and found the plunger difficult to remove properly.

Event description:
It was reported that the customer was having issues with removing the plunger of the reservoir. It was also mentioned that an insulin smell was coming from the reservoir chamber, and the customer noticed that the reservoir compartment was wet and smelled like insulin. No further information was provided.